Event description:
It was reported that the patient with this artificial urinary sphincter (aus) exhibited urinary incontinence. Clinical evaluation revealed urethral atrophy. Surgical intervention was performed and the aus was explanted and replaced with a new aus with a smaller cuff. No patient complications were reported.

Event description:
It was reported that the patient experienced urinary incontinence with an artificial urinary sphincter (aus) that revealed urethral atrophy. The patient underwent surgical intervention to have the aus cuff explanted and a new smaller aus cuff implanted due to measurement of a smaller diameter of the urethra. No patient complications reported.

Manufacturer narrative:
Further information provided after initial submission required updates to the name, a1, and concomitant components, d10.